Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer site. After evaluating the instrument, the cse performed a total service call. The cse also discovered that the aspirate and the waste probe peristaltic pump tubings were flattened out, and he replaced them. The customer ran quality controls, which were within the acceptable ranges. The cause of a discordant, falsely elevated tni-ultra result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated cardiac troponin I (tni-ultra) result was obtained on one patient sample on an advia centaur cp instrument. The discordant result was reported to the physician(s), who questioned it. The sample was repeated twice on the same instrument, both resulting lower than the initial result. The patient complained of chest pain and had a slightly elevated d-dimer. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated tni-ultra result.